Manufacturer narrative:
An event regarding an alleged assembly issue involving a headless pin driver was reported. The event was confirmed. Method and results: visual inspection noted wear around the exterior portion of the drive socket 9000-8-422 containing the bushing 9000-8-422 and spring 9000-8-423. The interior (or shaft) of the drive socket containing the bushing and spring was examined using stereomicroscope where it was noted approximately 1/3 of the spring was missing. The remainder of the spring coiling was deformed. A functional analysis of the device was performed, per note 5 on the headless pin driver 6541-4-809 drawing. The functional analysis demonstrated the headless pin driver did not accept and hold either of the 0.123 or 0.126 gage pins (the pins could not be assembled to the driver). Medical records received and evaluation: no patient clinical information was provided device history review:there have been no other similar events reported for this manufacturing lot. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusion: visual inspection noted wear around the exterior portion of the drive socket 9000-8-422 containing the bushing 9000-8-422 and spring 9000-8-423. The interior (or shaft) of the drive socket containing the bushing and spring was examined using stereomicroscope where it was noted approximately 1/3 of the spring was missing. The remainder of the spring coiling was deformed. A functional analysis of the device was performed, per note 5 on the headless pin driver 6541-4-809 drawing. The functional analysis demonstrated the headless pin driver did not accept and hold either of the 0.123 or 0.126 gage pins (the pins could not be assembled to the driver).

Event description:
The sales representative reported that the patient was having total knee replacement and the surgeon noticed a tiny spring lying in knee joint after placing and pinning the femoral jig. The surgeon was able to retrieve all parts of the spring. There were no adverse consequences or delays to surgery as a result of this reported event.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The sales representative reported that the patient was having total knee replacement and the surgeon noticed a tiny spring lying in knee joint after placing and pinning the femoral jig. The surgeon was able to retrieve all parts of the spring. There were no adverse consequences or delays to surgery as a result of this reported event.